Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 20800542, expiration date 03/31/2012). (B)(4).

Event description:
Customer received results of 31.0 mmol/l on compact plus system 1 and 11.0 mmol/l on compact plus system 2 within 10 minutes. On a different date customer tested 29.0 mmol/l on compact plus system 1 and 9.7 mmol/l on compact plus system 2 within 10 minutes. High blood glucose symptoms were reported during this comparison. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.